Event description:
It was reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) under sedation, the cover of the distal end of the duodenovideoscope came off and fell into the patient¿s body. The position of the dropout was unknown. The fallen cover of the distal end was retrieved using an endoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is related to linked patient identifier (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.